Event description:
It was reported that the patient was implanted yesterday and their family member was trying to turn stimulation on today and was getting the power on reset (por) screen with the ¿call your doctor¿ icon. The patient¿s family member was not being able to adjust stimulation and would contact the manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0jbnw, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).